Event description:
During a hip arthroscopy using a super multivac 50 with integrated finger switches, a piece of the electrode fell off into the surgical site. The piece, though visible in x-ray imaging, was lost in the soft tissues surrounding the joint. The physician elected not to retrieve the piece. There was no reported patient consequence.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.